Event description:
It was reported that this pacemaker was part of an advisory population, and the patient was booked into the hospital for a prophylactic explanted procedure. While the patient was being monitored in the lab, the field placed a telemetry wand over the device to interrogate it, when the pacemaker suddenly exhibited pacing inhibition, causing the patient to experienced asystole of greater than two seconds and their heart rate to drop to 15 beats per minute. The patient was symptomatic to this episode and almost fainted. The telemetry wand was removed, and the patient's heart rate went back to their normal pacing rhythm, with the pacemaker operating as intended again. The patient went on to describe that they had experienced multiple syncopal episodes prior to their hospital admission. Due to the patient's dependency on pacing, surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was part of an advisory population, and the patient was booked into the hospital for a prophylactic explanted procedure. While the patient was being monitored in the lab, the field placed a telemetry wand over the device to interrogate it, when the pacemaker suddenly exhibited pacing inhibition, causing the patient to experienced asystole of greater than two seconds and their heart rate to drop to 15 beats per minute. The patient was symptomatic to this episode and almost fainted. The telemetry wand was removed, and the patient's heart rate went back to their normal pacing rhythm, with the pacemaker operating as intended again. The patient went on to describe that they had experienced multiple syncopal episodes prior to their hospital admission. Due to the patient's dependency on pacing, surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.